Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: did the patient suffer from any consequence due to the issue (breakage suture)? If yes please provide more information. What is the product code & lot number?

Event description:
It was reported that a patient underwent a wound closure procedure on (B)(6) 2021 and suture was used. During the procedure, the suture was broken when knotting the wound, which was considered to be insufficient toughness of suture. Another like device was used to complete the procedure. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # ==> (B)(4) date sent to the FDA: 02/14/2022 h6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6 the following information was requested, but unavailable: * did the patient suffer from any consequence due to the issue (breakage suture)? If yes please provide more information¿¿ all answers above are unobtainable. Once there is any update, we will update the information. * what is the product code & lot number?